Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, resistance was encountered when attempted to through pass the stent in the left lobe. When the physician attempted to place the flexima stent in the right lobe of the hepatic portal, the tip of the guide catheter came in contact with the hepatic portal, causing the insertion to become difficult. In addition, the physician tried to push it forward but the physician felt that it seemed to come in contact with the stent that was placed earlier. When the physician attempted to deploy the stent at the target site, the guide catheter became stretched and broke. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that the device the push catheter and the guide catheter were found to be kinked in several locations also the guide catheter was broken and stretched at its proximal section. Based on the product analysis, it is possible that the way in which the device could have been generated by an excessive manipulation of the device by the user and/or excess of force applied to the product can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the device would become difficult retract the guide catheter; excessive force used can cause the guide catheter got damaged which is consistent with the analysis of the returned product performed since the guide catheter was found kinked, broken and stretched which at the same time can cause difficulties during deployment of the stent in a clinical setting. Therefore, cause traced to component failure, is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, resistance was encountered when attempted to through pass the stent in the left lobe. When the physician attempted to place the flexima stent in the right lobe of the hepatic portal, the tip of the guide catheter came in contact with the hepatic portal, causing the insertion to become difficult. In addition, the physician tried to push it forward but the physician felt that it seemed to come in contact with the stent that was placed earlier. When the physician attempted to deploy the stent at the target site, the guide catheter became stretched and broke. The procedure was completed with another device. There were no patient complications reported as a result of this event.